Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a normal follow up. Upon interrogation, it was noted that a high and out of range lead impedance alert was triggered. Programming changes were made on (B)(6) 2021. The patient was stable throughout.